Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 300cc mentor memorygel breast implant protheses and experienced postoperative bilateral rupture. The patient visited a hospital on (B)(6) 2020, and ultrasound performed indicated the bilateral rupture. As a result, the patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implant prostheses (catalog #: 3543001, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. This report is for the left prosthesis.

Manufacturer narrative:
On 20-oct-2020, the suspected medical device was returned for evaluation. On 28-oct-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, parallel lines of shell wear were observed on the posterior aspect. Within the wear, a tear was observed, measuring approximately 12.0 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the analysis was completed based on a photo that was provided. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Although the product was not received, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).